Manufacturer narrative:
(B)(4). Detailed analysis is being performed on this device. Once analysis is complete, this report will be updated.

Event description:
Boston scientific received information that this patient underwent a breast implant surgery, which made her device feel uncomfortable in the pocket. A revision procedure was planned, at which time, the patient asked for the smaller boston scientific device be implanted instead of keeping her chronic device. The physician noted at explant of the chronic device, the right ventricular (rv) lead exhibited high out-of-range (oor) shocking impedances of greater than 200 ohms. The new device was implanted, and once again, oor impedances were noted. Several troubleshooting techniques were attempted and none could resolve the impedance issue. The physician chose to explant the chronic rv lead and implanted a new one. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory analysis revealed that the defibrillation cable was found to be fractured which most likely occurred during the explant procedure. No other issues were detected in regards to the continuity of this lead.